Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was up in the 400 mg/dl or 500 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The customer was assisted with troubleshooting and declined for high blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, rewind, prime, basic occlusion, force sensor test and occlusion test.